Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called stating error 23072 occurred. An intuitive surgical, inc. (Isi) technical support engineer (tse) guided the customer to move up and down the set up joint (suj) 4 and to perform a system restart and an emergency power off (epo), without success. The error came back. The customer agreed to use the system as a 3 universal surgical manipulator (usm) system. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and reseated the set up joint connector. No parts were replaced. System was tested and verified as ready for use.